Event description:
It was reported that a cartridge change error occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support instructed the customer to inspect and clean components of the pump, ensuring the cartridge was correctly loaded. After following these instructions, the customer successfully completed the loading process and resumed insulin delivery.